Manufacturer narrative:
Visual inspection, dimensional analysis and functional testing were performed on the returned device. The reported difficult to remove the suture could not be confirmed as the returned suture was inserted though side of the suture bearing and successfully removed through the suture bearing with no resistance noted. The reported suture malposition could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. The reported difficulty (suture malposition) is likely related to an interaction with the patient anatomy or friable femoral vessel, such that the device was pulled out with the knot formed. Additionally, friable tissue can result in the suture remaining in the suture bearing (difficult to remove the suture) as the suture would not be adequately anchored to the vessel wall to provide the resistance required to pull the suture from the suture bearing during device removal post suture deployment steps 1- 4. The reported patient effects of hematoma and tissue injury are known inherent risks of the procedure. The subsequent treatment appears to be related to circumstances of the procedure. It should be noted that the prostyle instructions for use (IFU), states: do not advance or withdraw the perclose proglide smc device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose proglide smc device should be avoided, as this may lead to significant vessel damage and / or breakage of the device, which may necessitate intervention and / or surgical removal of the device and vessel repair. In this case, the application of force appears to have been circumstantial due to the difficulty experienced. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of a small-bore hole in the left common femoral artery using a prostyle device after a branch embolization in the superior mesenteric artery procedure. Reportedly, after performing steps 1-4, the prostyle device was attempted to be removed; however, the device remained adhered inside the vessel requiring the application of additional force for its extraction. It was observed that the suture was trapped between the suture support and the o-ring, making removal difficult. Only after externalizing the suture support was it possible to release the suture, and this occurred with difficulty. When initiating the closure steps, it was found that the suture was not fixed to the vessel wall. The suture came out of the patient. In the evaluation of the access vessel, an injury caused by traction during the removal attempt of the initial prostyle was identified. In addition, the guidewire was inadvertently removed along with the device, preventing the introduction of a new device for repositioning or replacement. The patient developed a local hematoma. The hematoma size was less than 6 cm and was treated with analgesia and topical medications for absorption. The injury required vessel suturing; however, it could not be performed due to loss of skin access and lack of equipment for such action, as the event occurred in a day clinic where only minor procedures are performed, with no inpatient beds available. Even without the ideal treatment, the team took measures and resolved the situation. Hemostasis was achieved via manual compression followed by a compressive occlusive dressing, without the need for additional invasive interventions. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6 medical device problem code: 2017 - excessive force.